Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported when a patient removed a needle guard the cannula had deployed early. The patients reported blood glucose level was 200 mg/dl. Upon removal of the pod from the infusion site the cannula was found to be bent. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 583 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early, a root cause for the reported event could not be determined. In addition, no damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.